Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2010, the reporter contacted animas on behalf of her son (the patient) alleging that the pump felt warm or hot to touch. The reporter denied that the patient was burned because of the alleged issue. She also denied that any medical attention was needed. The reported denied that the battery compartment was cracked or had corrosion. She confirmed that the battery cap was intact and the yellow o-ring was not visible. Based on the information provided, this complaint is being reported due to the allegation that the pump felt hot to touch. There is no evidence, however, that the alleged issue caused or contributed to a serious injury. The reporter did not report any harm or injury because of the alleged issue.